Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device would not recognize the stylus; the stylus was replaced and calibrated. Analysis also noted that the antenna cables were damaged at the upper hinge, the power supply was noisy, and the power cord bay had a broken latch tab; all found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the display screen of the programmer would not recognize the stylus touch-pen, despite attempting with multiple pens. The programmer has been returned for repair. There was no patient involvement.